Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic hernia repair in 2010 and mesh was implanted. On (B)(6) 2011, the patient underwent a recurrent hernia repair and two mesh devices were implanted. The patient underwent surgery to repair large bowel adhesions on (B)(6) 2011. On (B)(6) 2012, the patient had another recurrent incisional hernia repair and another mesh was implanted. On (B)(6) 2015, the patient had another surgery to repair a recurrent hernia and the previously placed mesh was separated from the fascia and adhesions were present on the bowel. The bowel was repaired by lysing the adhesions. The patient continues to experience abdominal pain. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair surgery on (B)(6) 2010 and physiomesh was implanted. No additional information was provided.